Event description:
It was reported that shaft break occurred. Vascular access was obtained via radial artery. The 90% stenosed, 22mm x 3.00mm, concentric, de novo with >=90 degrees bend target lesion was located in the severely tortuous and moderately calcified right coronary artery. Following pre-dilatation with a 12 x 2.00mm maverick balloon catheter. A 24 x 2.75 promus select drug-eluting stent was advanced but failed to cross the lesion. When the physician tried to advance the device further, the hypotube was broken 20cm from the proximal end. The device was removed and the procedure completed with another stent of the same size. The outcome was good and the patient status was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or above. Device evaluated by MFR.: promus select 24 x 2.75 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid to distal stent region was noted to be lifted and pulled distally over the distal balloon cone and tip. The undamaged stent outer diameter was measured using a snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break situated at 23 cm distal to the distal end of strain relief as well as multiple kinks either side of the shaft break. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: (B)(6) years or above.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via radial artery. The 90% stenosed, 22mm x 3.00mm, concentric, de novo with >=90 degrees bend target lesion was located in the severely tortuous and moderately calcified right coronary artery. Following pre-dilatation with a 12 x 2.00mm maverick balloon catheter. A 24 x 2.75 promus select drug-eluting stent was advanced but failed to cross the lesion. When the physician tried to advance the device further, the hypotube was broken 20cm from the proximal end. The device was removed and the procedure completed with another stent of the same size. The outcome was good and the patient status was stable.